Manufacturer narrative:
It was reported that during a transport of a patient on support with a rotaflow a b-temp error occurred immediately upon plugging the console to aplug in an ambulance. The pump remained pumping but the lpm´s anr rpm´s were not available. The perfusionist turned off the machine, switched plugs, then turned the unit back on and proceeded without incident. The rotaflow is not intended for transport and has no transport permission. The rotaflow cannot be used for transport and is not recommended for this purpose. In the IFU it is clear that the device in not intended for transports outside the hospital instructions for use / 4.2 / en / 13: "2.1.4 intended use environment the rotaflow system is intended for use within clinical institutions." Thus the failure could not be confirmed, the most probable root cause is off-label use. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. Maquet medical systems, USA, (importer) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Reference exemption # e218002. Importer:(B)(4). Contact person: (B)(6).

Event description:
It was reported that the rotaflow console showed immediately a 2b-temp" error upon plugging the console to a plug in an ambulance. No harm to the patient was reported. (B)(4).